Event description:
It was reported through the litigation process that sometime post a port placement, the catheter had allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was identified during medical record review, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, the patient underwent an implantable port placement procedure using a powerport for chemotherapy delivery as part of breast cancer treatment. Nine months and eighteen days later, the patient was diagnosed with malfunctioning right subcutaneously tunneled central venous access catheter and mediport. The patient was noted to have some clear leakage from the incision where the mediport was on the right. The patient was evaluated with portogram injection to assess patency, and no reason for the serous drainage was able to be identified. The patient was planned for mediport removal due to malfunctioning. The mediport was removed, subsequently, the patient was planned for reinsertion. On the same day, the patient was presented for left insertion, and the patient underwent an implantable port placement procedure using a powerport as a replacement device. Therefore, it can be confirmed that the patient had experienced clear serous drainage/leakage from the incision. The investigation is inconclusive for the reported catheter fracture as no evidence was found in the provided report. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b3, b5, d1, g3, h1, h6 (patient, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2015, a patient underwent port placement via the right subclavian vein for the treatment of breast cancer. Approximately nine months and eighteen days later, on (B)(6) 2015, serous drainage was observed at the incision site. It was further reported that the catheter had allegedly fractured. Subsequently, the port was removed on the same day, and a new port was implanted. However, the current status of the patient was unknown.